Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal via these electrode pads. Complainant indicated that once the electrode pads were replaced the defibrillator successfully delivered 7 shocks to the patient, but noted that the patient treatment was delayed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 4817a were evaluated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The device activity logs were not available for review as part of the investigation. Analysis of reports of this type has not identified an increase in trend.